Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient on (B)(6) 2016. The initial setting is unknown. After implantation, hydrocephalus symptom did not improve and ventricular enlargement was noted by images. Since the patient's condition did not improve after the setting was lowered to 2, the surgeon suspected occlusion and removed the device on (B)(6) 2016. The revision is scheduled for (B)(6) 2016, and the patient is currently being monitored. Per affiliate, new certas implanted to the patient and patient condition is good.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The catheters were irrigated, no occlusions were noted. The valve was leak tested, no leaks were noted. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined for the valve as the problem reported by the customer was not confirmed. If the other 2 samples are returned in the future, this complaint will be re-opened and evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.